Event description:
On (B)(6) 2015 the patient had a generator replacement due to end of service. The explanted generator was received for analysis on (B)(6) 2015. Analysis is underway but has not been completed to date.

Event description:
It was reported on (B)(6) 2015 from the nurse that the patient was admitted to picu on (B)(6) 2015 for breakthrough seizures. The patient had up to 48 seizures in one day. This patient's generator has been interrogated and impedance values were found to be appropriate, and vns battery life was found to be at eri = no. The patient's generator is actively giving therapy and has not stated as being at end of service. The patient is stable but intubated. Attempts for additional information from the patient's physician have been made but have been unsuccessful to date.

Event description:
Product analysis for the m102 generator was completed and approved on 07/08/2015. Product analysis found that the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported that the patient is scheduled for a replacement and the patient's device. The procedure for replacement was scheduled to get the patient's seizures back under control. It was suspected that the deleting battery may have contributed to the patient's increase in seizures. Surgery is scheduled but has not been completed to date.